Manufacturer narrative:
Evaluation of the returned neuron max confirmed a crack on the hub and a leak at the cracked location. This damage is likely a result of overtightening during use. If a rotating hemostasis valve (rhv) is overtightened onto the hub of the neuron max, damage such as this may occur. Further evaluation revealed kinks and an ovalization on the neuron max. This damage was likely incidental to the complaint and occurred during packaging for return to penumbra. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder.

Event description:
The patient was undergoing a medical procedure in the basilar artery using a neuron max 6f 088 long sheath (neuron max) and a non-penumbra sheath. During the procedure, upon inserting the neuron max into the sheath, the hospital technologist noticed that there was blood leaking around the hub of the neuron max. Next, upon further inspection, the hospital technologist noticed the hub of the neuron max was cracked. Therefore, the neuron max was removed. The procedure was completed using another neuron max and the same sheath. There was no report of an adverse effect to the patient.